Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced muscle stimulation. Additional information stated the stimulation was attributed to the placement of the ventricular lead near the apex of the heart. The right ventricular (rv) lead was capped to resolve the issue. A new rv lead was implanted at the procedure. There were no additional adverse effects reported.